Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call, the buttons on the insulin pump are starting to fail. They aren't responding at all. Customer didn't know his blood glucose level. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump had an intermittent up and down button response due to corroded keypad traces. The insulin pump was received with cracked reservoir tube lip, minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube.